Manufacturer narrative:
Additional information provided by maude report.

Event description:
Copied from customer's medwatch: "primary tubing male luer lock connection was breaking and detaching when connecting to the hub of the microclave female connection port. Issue seen on multiple units. Product removed from inpatient areas supply pyxis machines and replaced with a other comparable product. Nurses instructed to remove defective lines and replace on affected patients. House wide notification completed and product replacement occurred. Carefusion smart infusion pumps with modules."

Manufacturer narrative:
Correction: initial reporter address.

Manufacturer narrative:
No product will be returned per customer. The customer complaint of spin collar breakage was confirmed per picture received by customer. The breakage was observed from the collar on the male luer. The root cause of the damaged tubing component was identified as a defective luer collar component. A manufacturing corrective action and field action have been implemented.

Event description:
The customer reported there have been several chemotherapy spills as a result of the male lure lock detaching from the male lock when connecting to the hub of the piv (peripheral intravenous). There was no patient harm reported.